Event description:
During evaluation of a homechoice device following a pt death, a baxter tech identified a potential overfill situation. During cycle 4 of peritoneal dialysis therapy in 2007, the pt had an ultrafiltration (uf) of 935ml, indicating that the pt drained 935ml more than the fill volume. The fill volume was 1900ml. A follow up call was made to the pt's nurse. The nurse stated that the home pt was not having any therapy problems or symptoms related to overfill around 2007. She has no input into the potential cause of the overfill. This report is related only to the observation of overfill. All investigation into the cause of death and related info will be performed under the initial complaint and a separate report will be filed if appropriate.

Manufacturer narrative:
Three simulated pt therapies were performed on the homechoice device using the pt's therapy settings. During these therapies no problems were encountered. The device was tested for volumetric accuracy. During this test, the fluid volume delivered to and removed from the simulated pt for each exchange was within design specs. Software was then used to monitor the device's pneumatic system. No problems were revealed and all pressures were correct and stable. The cover was opened and an internal inspection performed, no problems were revealed during this inspection and all connections were correct and secure. A review of the device's logs shows that the device was functioning properly. A review of the device service history revealed no past trends. This eval did not confirm any failure or malfunction of the device that would have caused or contributed to overfill. The probable causes of the overfill are insufficient drain, multiple cycles advance to fill when slow, no flow occurred above the minimum drain volume threshold.